Event description:
New information noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable after the procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported battery performance alert was confirmed. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found that the battery depletion was normal based on the device usage. All sharp voltage drops were consistent with capm charges. The sharp battery voltage drop near the event date of the bpa alert was found to be consistent with rf usage, which can take several days to recover. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
This supplemental report is to correct fields previously reported initial reporter.